Manufacturer narrative:
Initial.

Event description:
It was reported that the user intentionally entered a false meal announcement on the ilet bionic pancreas to correct elevated blood glucose of over 250 mg/dl, and the agent provided education on the risks of using meal entries as a correction method. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included product use history review and user communication. Investigation of this case revealed improper use related to therapy parameter input, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that user error related to incorrect meal entry caused the event.